Manufacturer narrative:
The event was reported to FDA, by the drug manufacturer, on a medwatch form with manufacturer report number (B)(4).

Event description:
A medical device account representative was contacted, by a hospital employee, inquiring about substances known to interfere with the inform system. During this conversation, the hospital employee reportedly stated that a patient, in end-stage renal failure, had "been in and out of a coma," following insulin administration based on an unspecified "high reading" obtained on the inform system. The hospital employee noted that the affected patient had been on peritoneal dialysis, using extraneal (a labeled interferent for comfort curve strips) during the 2 weeks preceding hospitalization. Further, the employee stated that blood glucose testing had been performed, by a nurse, on the inform system, against a physician's orders and in violation of the facility's protocol. At the time of this conversation, according to the account representative, the hospital employee stated that the patient had "recovered" and had been transferred to a rehabilitation facility. The medical device account representative was later told, by a colleague, that the event had been presented, as a case-study, during a continuing medical education conference in (B)(6). The presenter, an endocrinologist affiliated with the facility, had reportedly remarked that the patient was now deceased. However, no cause of death was reported. The manufacturer's technical support group made 17 attempts to contact the hospital employee, for additional information, none of which were successful. On the 3rd day, the hospital account representative phoned technical support to report that he had spoken to the hospital employee and was told that technical support should contact the facility's risk manager. After 3 unsuccessful attempts to reach the facility's risk manager, technical support received a phone call from the facility's attorney. The attorney indicated that he was able to provide the following information: the patient gender (male), approximate age ((B)(6)), and was able to verify that the patient had been on peritoneal dialysis, using extraneal, for 10 years. Also, the attorney stated that, to his knowledge, the patient had never been transferred to operating room from a rehabilitation facility. The attorney noted that he would consult with the facility's risk manager to determine if more information could be provided to technical support. Two days later, the attorney again phoned technical support and provided the following additional information: the patient was admitted to the facility's emergency room, on (B)(6) 2010, complaining of chest pain. The patient was subsequently transferred to the facility's cardiac progressive care unit, where blood glucose tests were performed on 3 inform systems (no information about results obtained, times of tests, symptoms or treatment, was reported). At an unspecified time/date, patient was transferred to the facility's medical intensive care unit where blood glucose was tested on 2 additional inform systems (again, no information about results obtained, times of tests, symptoms or treatment, was provided). On an unspecified date, patient began having seizures (no information about the cause of seizures was provided). The patient was last tested, using an inform system, on (B)(6) 2010 (no associated value, time, symptoms, or treatment was provided). The attorney stated that he did not know when the patient died. The attorney stated that the facility had yet to complete their internal investigation of the event and that, once completed, he would be able to determine whether additional information would be provided to the device manufacturer. During the following week, a physician representative of the manufacturer phoned the facility-affiliated endocrinologist who had presented this case during the continuing medical education conference in (B)(6), to inquire if any additional information about the event could be provided. The endocrinologist indicated that, although he had not treated the patient, he could provide the following information: the patient was admitted to the facility for treatment of pneumonia. The patient's blood glucose was reportedly tested (on an unspecified device), prior to having a chest x-ray, and the value was "not high." After the x-ray, the patient's blood glucose was reportedly retested (on an unspecified device) and the value was "high" (no actual value provided). According to the endocrinologist, the patient had stated that, in spite of the high value, he felt hypoglycemic. Based on the elevated value, patient was treated with insulin. A laboratory test, at an unspecified time, reported patient's blood glucose to be 10 mg/dl. The endocrinologist noted that, subsequent to insulin administration, patient was in a coma. The endocrinologist verified that the patient had been on peritoneal dialysis, 3 times weekly, using extraneal. Additionally, he noted that the decedent's spouse had warned the facility that, because of concomitant extraneal therapy, there were certain blood glucose monitoring systems that must not be used on patient. The physician was able to verify that the patient had died; however, he indicated that he did not know the date or cause of death. Although the manufacturer requested the return of potentially involved inform systems, for evaluation, a hospital representative stated that the devices were being held by the facility's legal department and would not be returned to the manufacturer. Replacement systems were shipped.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabags, and performed a final fill with 1.5 liters of extraneal viaflex. On an unspecified date, in early (B)(6) 2010, the patient experienced asthmatic lung trouble. When home treatments with an albuterol nebulizer provided no relief, the patient reportedly requested a prescription for prednisone. The patient was told that, prior to receiving the prescription, he must be seen in the hospital for "testing." On (B)(6) 2010, the patient experienced chest pain and shortness of breath, and was subsequently hospitalized on a nuclear medical floor. Upon admission, the patient's spouse provided the hospital staff with "the packet of information pertaining to specific glucose monitoring meters for patients using extraneal"[extraneal hospital admission kit]. Signs, to this effect, were posted in patient's hospital room and on the door; additionally, the patient wore an extraneal glucose warning bracelet. No information about treatment received for chest pain or dyspnoea was reported. On (B)(6) 2010, the patient was given an unknown amount of insulin based on a "false reading" (no actual value reported) obtained on the hospital's inform system. The reporter noted that the wrong meter had been used to test patient's blood glucose after a nurse, from the hospital, told the patient's spouse that "she knew what she was doing." An unspecified time later, during a nuclear stress test, the patient experienced multiple seizures. A blood glucose test was performed, on an unspecified device, which returned a value of "5 or 10" [mg/dl] (reporter did not know actual value). Although the reporter indicated that patient immediately recovered from the seizure, following treatment, no information about the treatment itself was provided. The same day, extraneal therapy was discontinued. The patient was transferred to the facility's intensive care unit (ICU) and placed on life support. While in the ICU, the patient was treated with intravenous 50% dextrose solution and ativan. Reporter stated that patient's blood glucose remained at 60 mg/dl, or below, until the morning of (B)(6), when glucose levels reportedly normalized. On (B)(6) 2010, intravenous ativan treatment was discontinued, since the patient was "breathing past the life support." On an unreported date, the patient was removed from the respirator and was transferred to a rehabilitation facility (sometime in (B)(6) 2010). At this time, the patient was reported to be awake, alert, and coherent. On (B)(6) 2010 reporter stated that, during the previous week ((B)(6) 2010), the patient had experienced a heart attack, "coded for 45 minutes," and was, again, placed on life support. Subsequent to the heart attack, the patient experienced both cardiac arrest and coma. The patient's spouse indicated that the patient was 'brain-dead' and requested the discontinuation of life support. Reporter did not speak to the patient's spouse, but assumed that the patient had died on (B)(6) 2010. The cause of patient's death was not reported. Also, it was not reported whether the events of asthmatic lung trouble, chest pain, shortness of breath, heart attack, coma, and cardiac arrest had resolved prior to patient's death. Reporter did not know if any treatment had been rendered or if an autopsy had been or would be performed.